Event description:
After using balloon for vessel dilatation, balloon was fully deflated and resistance was met between the balloon catheter and wire when removing it from the patient. Upon removal out of patient, balloon was severely "accordion" shaped on end of catheter. No patient harm.======================manufacturer response for quantum maverick ptca dilatation catheter, ptca dilatation catheter (per site reporter).======================no response at this time.what was the original intended procedure?patient presented with acute st elevation myocardial infarction (stemi), inferior wall myocardial infarction complicated by transient heart block. Patient underwent cardiac catheterization of left heart, coronary angiograms, stent placement in the right coronary artery (rca) and temporary pacemaker in right ventricle (rv).device #1is this a laboratory device or laboratory test?no.